Event description:
Boston scientific received information that three days post implant, the patient with this left ventricular lead returned to the hospital, at which time fluoroscopy confirmed a product dislodgement. The physician elected to surgically interview and repositioned the lead. No adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. To date, the lead remains implanted and in service.